Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
It was reported to nevro during a routine follow up that the patient had acquired an infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. There was no other report of further complications.